Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer reported overfilling the cartridge. Customer was instructed not to overfill cartridges with insulin per the tandem user guide. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.